Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. An opened illuminator was returned for evaluation for the report of trocar came off with chandelier. The illuminator was visually inspected and deemed conforming. A dimensional test was performed, the optical fiber outside diameter was measured and deemed conforming. A functional fit check was performed and deemed conforming, the returned trocar sample was used, the fiber passed through the trocar with no fit issues. The complaint evaluation does not confirm an issue with the illuminator. The root cause for why the customer reported an illuminator issue with the trocar cannot be determined from this evaluation. An opened trocar cannula and trocar hub were received separated in a pouch for the report of the trocar came off with the chandelier and the shaft part broke. The sample was visually inspected and was found to be nonconforming. The trocar hub is separated from the trocar cannula. There was presence of adhesive inside of the hub and on the cannula. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. A functional fit test was then performed with the associated chandelier and was found to be conforming. The exact root cause for the broken trocar hub/cannula assembly is unknown. No action was taken as the products were manufactured to specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when pulling out the chandelier, the trocar came off during the procedure. The customer attempted to remove the chandelier from the trocar and the hub broke off. The product was replaced and procedure completed with no patient harm.